Event description:
It was reported that a user¿s dexcom g7 sensor was already paired to a g7 receiver and pairing to the ilet pump failed because the sensor can only connect to one device at a time. Symptoms included no reported clinical effects. Outcomes included no impact beyond the inability to complete pairing. Investigation included troubleshooting and user education regarding device pairing limitations. Investigation of this case revealed that the sensor¿s active connection to another device prevented pairing to the pump, consistent with expected system behavior for third-party cgm connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.